Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx implantable cardioverter defibrillator (ICD), (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was unable to capture at maximum outputs and had high impedance. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis found that the distal conductor was fractured/flexed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.